Event description:
Following an initial implant procedure, loss of capture was observed on the left ventricular (lv) lead. The cause of the event was due to dislodgement which was visually confirmed. No intervention has been performed, although a lead replacement is anticipated. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the lead was explanted and replaced to resolve the event.